Manufacturer narrative:
This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2020 the patient underwent post-op hardware removal due an infection around a nail. The nail was intact, and all the locking bolts were tight. It was reported that the infection caused bone issues, but the fracture did heal. There was no revision surgery, but a gentamicin filled cement rod was implanted after the infected area was cleaned out with a reamer irrigator aspirator (ria). Concomitant devices reported: expert lfn ø12 r cann l380 tan( part number 04.003.556, lot 8266506, quantity 1), locking: locking (part number unknown, lot unknown, quantity 3). This report involves one (1) screws: locking. This is report 5 of 5 for (B)(4).